Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had inadequate seal that caused bleeding complications. There was an evidence of energy delivery and there was an end tone, but there was no re-grasp alert. Realized human growth hormone (hgh) dropped day after surgery. Did not bring back to operating room, but did have to transfuse patient and got discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.